Event description:
(B)(4). Had a 6.5 ovarian cyst, pelvic pains fatigue, knee, shoulder and joint aches, hair loss, teeth deterioration, dull dry skin, metal taste in mouth, nausea everyday, migraines, poor vision, brain fog/memory lapses.